Manufacturer narrative:
The technician replaced the hydraulic valve solenoid and the hydraulic fluid to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the head section lowers itself. No pt impact.